Event description:
It was reported by the sales rep that the 4590 fms solo irrigation pump device had an unspecified component damage. During in-house service and repair evaluation, it was determined that the device had a broken face cover plate. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center/supplier and evaluated. It was reported that a broken door was found during analysis. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit. Broken face cover plate. The repair of the device was however declined, and it is being placed on long-term hold. The shipment/storage damage was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.